Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that the intraoperative findings of black fluid, the reported metallosis reaction and slightly elevated cobalt levels (reported in 1020279-2018-02961) may be consistent with findings associated with metal debris, however the root cause cannot be confirmed. It cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. The root cause of the post-operative dislocation and pain cannot be determined, as complete medical records have not been provided. The patient impact beyond the revision and post-operative healing/pain cannot be determined. No further clinical assessment is warranted at this time. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include device wear or laxity in the joint. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that on (B)(6) 2012 primary left hip replacement was performed and on (B)(6) 2012 patient was discharged from emergency room due to hip dislocation and a closed reduction was performed. Date of the dislocation is unknown.